Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances, high thresholds, and oversensed noise. A lead fracture was suspected but was not visually confirmed. The lead was surgically abandoned. No adverse patient effects were reported.